Event description:
It was reported that the patient underwent a midfoot fusion procedure on (B)(6) 2013. Subsequently, a revision procedure occurred on (B)(6) 2014 due to an alleged allergic reaction to the metal in the implants. During the revision, the plate and screws were removed.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the surgical technique guide that state that this type of event can occur: ¿allergies and other adverse reactions to the device material.¿ this report is number 3 of 3 mdrs filed for the same event (reference 0001825034-2014-08015 / 0001825034-2014-08016 / 0001825034-2014-08017).